Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 1 year post initial procedure, during a routine follow up, a type ia endoleak was identified. Physician elected to resolved this event by implanting a suprarenal stent graft extension. The patient was reported as doing well.

Event description:
The patient was initially implanted with a bifurcated stent graft and 2 suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 1 year post initial procedure during a routine follow up a type ia endoleak was identified. Physician elected to treat with a suprarenal stent graft extension and the patient is doing well additional information: during the clinical assessment, migration of the suprarenal extension, sac growth of 10mm and rupture were identified that were not included in the reported event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ia endoleak event is confirmed. Migration of the suprarenal extension, sac growth of 10mm and rupture were also identified. These events were most likely due to the off-label neck anatomy. The neck was 9mm long (should be greater to or equal to 15mm) and the infarenal neck was 66 degrees (should be equal to or less than 60 degrees). The procedure related harm identified was a prolonged hospitalization. The final patient status was discharged on the eighth post-operative day following an urgent endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.